Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 169 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to moisture damage on keypad traces. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, minor scratches and cracked display window.